Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend instrument malfunctioned stating the instrument moved right and left. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend instrument for failure analysis investigation. The instrument was analyzed. The instrument was found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. As a result, the instrument failed intuitive motion.